Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Event description:
During adenoidectomy procedure, device cut deeper than expected, exposing bone. The patient required no medical intervention or treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.